Event description:
During pre-testing, the pt did not show any sign of swelling. When injecting contrast media at the speed of 1.5 ml/sec in the left arm, the pt's hand became visibly swollen. So the hospital nurse turned off the equipment and later tried with the pt's right arm. There was no sign of swelling on her right arm. The pt left the CT room with a certain degree of swelling in the left hand. However, her left hand and the whole arm swelled up when she arrived at the hospital ward where she was admitted. Later on, gangrene developed on the swollen hand. On june 10th, the pt had to undergo skin graft surgery to remove the gangrene on her left hand. On july 13th, the pt returned home.